Manufacturer narrative:
The 2.5mm calibrated drill bit was being used for a pelvis surgery and broke during use. The surgeon was observing his fellow when the drill bit broke. The part was discarded and the surgeon admitted it was user error where the brill bit was being used beyond its mechanical limits.

Event description:
It was reported that a 2.5mm calibrated drill bit part # 110040 lot# cal008 was being used for a pelvis surgery and broke off in a patient. The remaining drill bit was discarded.

Manufacturer narrative:
UDI related data quality updates, product information update, & initial reporter updates: this follow-up report includes the addition of the brand name, model number, full UDI, and 510(k) number, which were missing from the initial report. The lot # and manufacturing date are on the device label, but are not on the label as a pi. This report specifies that this is not a combination product. This report adds the manufacture date and that the product is for single use. Additionally, this report updates the initial reporter information to the physician who initially reported the issue.